Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a hand-assisted laparoscopic sigmoid procedure, the stapler was closed on the third load (white load still in stapler). The stapler wouldn't open. Finally got the stapler opened but not sure exactly what opened it. Another like device was used to complete the procedure. The patient was brought back to or that night but couldn't determine cause of concerns.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: upon further review and significant digging I have been informed that the patient for this case was not brought back to the or. What troubleshooting steps were taken to open the device? - tried reverse switch but didn't work. Pulled new device and tried that battery but didn't work. Tried manual override but too much resistance so that didn't work. "Messed with" the battery and the reverse switch again and they heard the quick noise of the blade retracting. Was the device difficult to close prior to firing? - no. Did the device function properly on previous firings? - worked fine on previous 2 firings. Did the device properly cut and deploy staples on the 3rd firing? Was it articulated? - no info about articulation but the device locked out prior to any staples deploying. Why was the patient brought back to surgery? - contrary to original report patient was not brought back. How was the patient treated? - no adverse events as was just explained by the nurse coordinator.